Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor used the angio-seal device involved according to instructions for use (IFU). All processes were carried out properly. The puncture was right femoral artery using a 6 french sheath, diag. An angio was performed. After angio, the user wanted to release the angio-seal. Inguinal angio was performed, puncture was correct, and no calcium present. The guide wire was placed easily, and the sheath removed easily. The user had advanced and positioned the angio-seal sheath with the dilator to release the anchor and collagen. The carrier system has been advanced and snapped into place. The user also heard a click. The user then wanted to pull it back to position and fix the anchor; however, it was not possible to pull it back. The entire system could neither be moved forward nor retracted. The device could only be removed from the vessel by opening the device in layers using a scalpel. The thread could be fixed using the needle holder. The green sheath on the thread remained uninjured, a counter-traction and presumably fixation of the anchor was possible. A duplex sonography of the groin remained intravascular without evidence of device residue. Hemostasis was achieved. There were no hematomas or complications. The patient was in stable condition. The next day transcatheter aortic valve implantation-computerized tomography (tavi-CT) angio groin was done, no damage was seen. The patient was discharged as scheduled. The patient had minor harm. The patient had a history of hypertension, heart valve/pacemaker/ICD. The patient had an aspirin dose. Bleeding occurred in the procedure room. An ultrasound was performed to diagnose the bleed. Hemostasis was achieved with the angio-seal and manual. There were no difficulties was arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The estimated blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the device was damaged which resulted in inability to deploy the suture, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).